Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare. The iol was replaced with non company lens approximately six months from initial procedure. Additional information was received and stated that patients prognosis was good.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).